Event description:
It was reported that the coating peeled off. A 135/20 renegade hi-flo was selected for use. During preparation, resistance was felt upon pulling the device out from the dispenser. Subsequently, it was noted that the coating was peeled off. The procedure was completed with another of the same device. There were no patient complications reported.